Event description:
It was reported that during a rotational atherectomy treatment procedure, the rotablator catheter leaked. The physician had made one or two passes with the burr and had planned to make one more polishing run prior to upsizing the burr. While backing the burr out, the flush came shooting out of the dynaglide at the proximal to mid portion of the catheter. The leak appeared to be inside of the catheter, but occurred outside of the pt's body. The physician doubts that the leak was caused by the hemostasis valve, as they were already past it. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.